Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause of the reported issue of air/water supplies blocked due to a clogged nozzle could not be identified. However, based on the results of the investigation, a definitive root cause cannot be identified of foreign matter remained in the device. The probable cause is insufficient cleaning and sterilization by the user. The event is detectable/preventable by handling the product in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope has a foreign object in the nozzle. There was no patient involvement.